Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, fluid leakage was observed at the patient¿s connection site. At the time, octreotide hydrochloride injection was being administered, and the patient¿s sleeve was already wet, resulting in a waste of medication.